Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.3. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels rose to 700 mg/dl while wearing the pod. Symptoms reported include; thirst, frequent urination, chest pain, shortness of breath, vomiting, full-body discomfort described by the patient ¿¿(I) felt like my body was on fire¿ and dehydration. The patient was admitted to the intensive care unit and treated with intravenous fluids, intravenous insulin, unspecified anti-nausea medication and unspecified pain medication. Whilst hospitalised, the patient¿s blood glucose levels were monitored hourly and metabolic status was monitored. The patient reported that when the pod was removed, the cannula was visibly bent. The patient was discharged (B)(6) 2025.